Event description:
The customer was hospitalized for dka. It was mentioned that the customer is pregnant. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. It was indicated that the customer has been disconnected from the pump since their admission. A replacement pump was requested.